Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunctions centrifuge bowl leak/break and drive tube leak/break. Since these reportable malfunctions are only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g134 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g134 shows no trends. Trends were reviewed for complaint categories, centrifuge bowl leak/break, drive tube leak/break and alarm #7: blood leak (centrifuge chamber). No trends were detected for each complaint category. Photographs were returned for evaluation. A review of the customer provided photographs verify the centrifuge bowl break as the bowl is seen in several pieces at the bottom of the centrifuge chamber. The provided photographs also verify the drive tube break as they show a break at the location of the lower bearing retainer clip. Based on the photographs the drive tube appears to be installed into the lower bearing retainer clip correctly. Additionally the photographs show the centrifuge bowl holder absent of any centrifuge bowl material indicating the bowl fully dislodged from bowl holder and broke upon impacting the centrifuge chamber. The cause of the bowl dislodgement could not be determined based on the photographs. A material trace of the bowl assembly and its components used to build lot g134 found no related nonconformances. A device history record review did not identify any related nonconformances and this kit lot had passed all lot release testing. The root cause of the centrifuge bowl break and drive tube break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer called to report a centrifuge bowl leak/break and drive tube leak/break during the treatment procedure. The customer stated the prime phase of the procedure was completed successfully without the occurrence of any alarms. The customer stated at the beginning of the treatment the centrifuge bowl and drive tube broke. The customer stated approximately 40 ml of whole blood was processed at the time of the break and an alarm #7: blood leak (centrifuge chamber) alarm occurred. The customer aborted the treatment and did not return blood to the patient. The customer stated the patient was stable. The customer discarded the kit and has returned photographs for investigation.